Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that one of the patient's anchor sutures had failed the night after having the mic key device placed on (B)(6) 2016, following a cardioplasty procedure. The remaining anchors were taped in place. On (B)(6) 2016 another anchor failed. There was no affect on the mic key device. There was no injury to patient. A computerized tomography (CT) scan was performed to confirm that the t bars remained inside the patient. The patient was not active and usually watched tv in a sitting position. The suture anchors had been locked with about 5 mm clearance between the abdominal wall and the anchor. A passage made for cardioplasty was dilated and was used as stoma for mic-key. No further information has been provided at this time.